Manufacturer narrative:
Our quality engineer inspected the sample submitted for evaluation. Your report of a leak and needle retraction failure could not be confirmed from the shielded needle that was provided for investigation. The implicated 18g insyte autoguard IV catheter was not returned with the needle. The returned sample exhibited evidence of use. No damage or defects were identified from a visual examination. A functional test revealed that the needle fully retracted when the safety mechanism was activated and the retraction time was within specification. No evidence of a leak was identified on the returned sample. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
No new information.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The blood backup white button didn¿t retract. Customer responded on 26-sep 1. Did they only experience a retraction failure?- yes 2. Did they experience any issue with blood backing up or leakage? Yes.